Manufacturer narrative:
Qc was within specifications on the day of the event. A system check performed in 2007 was within specifications. Per customer, no events were posted on the event log at the time of this event. However, actual event log was not supplied. The specimen was collected in a lithium heparin tube and was centrifuged at 3,300 rmp for 7 mins. The plasma sample was filtered after being centrifuged. The specimens were sampled from insert cups. Based on available info, a 0.20 ng/ml accu tni result was obtained from this pt the morning of the event, prior to the erroneous results, but actual printout for this result was not provided. A field service engineer (fse) was dispatched to the customer's lab: the fse conducted diagnostic testing which passed within specifications. The fse verified the instrument per established procedures. The fse microscopically inspected the sample and found some debris, but no obvious fibrin. Customer will continue sample monitoring. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously high troponin (accu tni) results that were generated by the unicel dxl 800 access immunoassay system. A pt sample was tested for accu tni and a result of 2.12 ng/ml was obtained. The result was reported out of the lab. The original sample was re-tested and repeated results was 1.24 ng/ml. On the same day, the pt sample was tested on a different instrument in the customer's lab and results were: 0.51 ng/ml, 0.31 ng/ml, and 0.41 ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.